Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during a procedure, the right atrial (ra) lead dislodged. The lead was removed and the helix was then deployed and retracted. The helix had issues deploying a second time. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.